Manufacturer narrative:
(B)(4). Additional suspect medical devices component involved in the event: model#: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm; model#: sc-2218-70, serial/lot#: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection. The symptoms were fever and chills, redness, warmth and pain at both incision areas. The patient underwent an explant procedure. It was unknown what caused the infection.

Manufacturer narrative:
Sc-1132/(B)(4) device evaluation indicated that the review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The device passed all the required tests and exhibited normal device characteristics, and there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-2218-50/(B)(4), sc-2218-70/(B)(4) device evaluation indicated that the leads were cleanly cut. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event, and there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-4318/(B)(4) device evaluation indicated no anomalies were found. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event, and there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient had developed an infection. The symptoms were fever and chills, redness, warmth and pain at both incision areas. The patient underwent an explant procedure. It was unknown what caused the infection.